Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the fiber is blackened within the glass cap. Based on the failure analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
The procedure was completed with an alternate procedure(turp). No further information was available.

Event description:
It was reported that during a surgical procedure it was observed, "the laser beam had output also from the upper part of the fiber." Patient outcome: "no injury". There was no report of patient injury.